Event description:
It was reported that a subacute thrombosis was discovered 12 days after a tristar had been implanted in a proximal lad. The pt underwent another interventional procedure to remove the thrombus, and another stent was implanted.